Manufacturer narrative:
Product complaint # (B)(4). Investigation summary =no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot = a previous DHR review was conducted ((B)(4)) for smartset gmv 40g us eo, product code 545050501, lot number 8151362. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the reported lot number. Details for gentamicin component of combination product: dmf# - 13704, trade name ¿ gentamicin sulphate, active ingredient(s) ¿ gentamicin sulphate, dosage form - powder, strength ¿ 1.0g active in our cements.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: the patient was revised to address loosening of the femoral and tibial components at the bone to cement interface, depuy cement was used. Der indicates that patient was done by spiegler using trumatch attune. Patient was at vcu complaining of knee pain. X-rays done show both femoral and tibial loosening at the bone to cement interface, depuy cement was used. The surgeon said this is an overall loosening, not a debonding issue.